Event description:
The field service representative replaced the architect wash zone ground strap due to corrosion. The ground strap was replaced without injury or incident.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4) under certain conditions, (B)(4) can react with unprotected (B)(4) to form corrosion which can further develop into an explosive compound; the (B)(4) present in the ground strap was exposed to (B)(4) for a long enough period of time to form corrosion. An investigation was conducted and concluded that under certain conditions, (B)(4) can react with unprotected (B)(4) to form an explosive compound. Independent studies were performed to determine the chemical composition of deposits found on field returned ground straps, potential hazards of (B)(4) deposits, formation rates of (B)(4), the feasibility of (B)(4) as a potential ground strap material and other potential hazards. One study revealed there are other metals, potentially utilized in instrument designs, that may form an unstable (B)(4) compound are (B)(4). The (B)(4) performed a study to determine the viability of (B)(4) as replacement for (B)(4). The study indicated there are no known explosive (B)(4) formed if (B)(4), with a significant amount of (B)(4), comes in contact with the buffer solution. A global assessment of (B)(4) was conducted. Other parts identified as containing (B)(4) will be replaced with other material with no known potential volatile metal formations. Instrument designs will avoid the use of (B)(4) in areas where significant exposure to (B)(4) might be expected. Corrective actions were implemented in response to this issue. The material of the ground strap was changed to a (B)(4). A mandatory technical service bulletin required that every (B)(4) ground strap be replaced by field service to the new (B)(4) strap. In addition to the implementation of a (B)(4) wz mechanism ground strap, instructions on the removal and packaging of potentially corroded group straps were incorporated into labeling. A review of complaint tracking and trending from (B)(4) 2009 to (B)(4) 2010 indicated that there were no complaints with respect to corrosion or adverse events in conjunctions with the replacement (B)(4) architect wash zone mechanism ground strap. Product labeling was reviewed and found to adequately address the potential hazards involved with products containing (B)(4); however, labeling was enhanced to include reference to niosh, the national institute for occupational safety and health.